Event description:
It was reported by the patient that they had been feeling "a thing" down in their stomach/ diaphragm which they described as feeling like a baby kicking. They noted that they feel every beat when they bend over. The patient also noted that they had already been seen because of it and that it had been turned down. They mentioned that the doctor said "it is probably hitting a nerve." The left ventricular (lv) lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.